Manufacturer narrative:
Per field service engineer the reported problem of blower temperature too high was not confirmed. The unit has no insurance and the it was given to the user , but the user did not returned the unit. No repair was done on this unit. Partial patient information was provided.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with blower temperature too high. The customer reported the device was in use, but there was no patient harm reported.